Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient stated when the catheter was inserted, it felt rough and scratchy. The catheter was removed due to lack of drainage. Upon removal, it was noted that the tip of the catheter was missing. Prior to insertion of a new catheter, the patient was noted to have a small amount of bleeding around the urethra. The complainant believes the tip was missing prior to insertion based on the patient's report of how it felt going in and the bleeding around the urethra after the catheter was withdrawn. Per additional information received, the patient required a cystoscopy to confirm no portion of the catheter tip was left in the bladder.

Event description:
It was reported that the patient stated when the catheter was inserted, it felt rough and scratchy. The catheter was removed due to lack of drainage. Upon removal, it was noted that the tip of the catheter was missing. Prior to insertion of a new catheter, the patient was noted to have a small amount of bleeding around the urethra. The complainant believed the tip was missing prior to insertion based on the patient's report of how it felt going in and the bleeding around the urethra after the catheter was withdrawn. It was later reported, the patient required a cystoscopy to confirm no portion of the catheter tip was left in the bladder.

Manufacturer narrative:
The reported issue (it was reported that the patient stated when the catheter was inserted, it felt rough and scratchy. The catheter was removed due to lack of drainage. Upon removal, it was noted that the tip of the catheter was missing. Prior to insertion of a new catheter, the patient was noted to have a small amount of bleeding around the urethra. The complainant believes the tip was missing prior to insertion based on the patient's report of how it felt going in and the bleeding around the urethra after the catheter was withdrawn. Additional information has been requested but not yet received. Per additional information received, the patient required a cystoscopy to confirm no portion of the catheter tip was left in the bladder) was confirmed. Per visual evaluation, it was noted that the catheter tip was cut. The cut area of the catheter (tip) was a clean cut. The tip section missing was not returned with sample to evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."